Event description:
End user states: "his joystick on the chair sometimes becomes loose and causes the chair to drive erratically. Consumer stated that he has run into walls and desks due to the sensitivity of the joystick, but that it does not always happen. Consumer also stated that he has had issues with the footboard of the chair coming loose as well. "

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m94, serial number/date code is unknown, it is unknown how old. The owner's manual part number 1122145 (rev. I) oct-08 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.